Event description:
The procedure was performed on the right forearm, fistula. The evercross balloon tip ripped off the shaft and was floating in the pt. The distal half of balloon is still in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the catheter's balloon chamber was circumferentially torn 40mm from the proximal balloon bond and the inner shaft was torn distal at the proximal balloon marker. The remainder of the balloon chamber/ inner shaft and associated components were not received. The length of the returned catheter from the proximal hub to the distal center lumen is 80.7cm, [approximate 8.5% of the center lumen working length was not returned, 6.8cm], the length of the remaining balloon chamber was measured: 4.1cm [approximate 55% of the balloon chamber was not returned, 5cm]. The remaining balloon chamber material appears to circumferentially torn and the center lumen has a clean break just distal of the proximal marker.